Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device connected to the cassette displays an error message of no cassette, and no delivery of the medicine occurs. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.